Event description:
It was reported that the patient experienced urethral perforation on the right side of the ams 700 lgx inflatable penile prosthesis (ipp). The entire ipp system was removed on unknown date and only left cylinder of the spectra concealable penile prosthesis was placed to keep space. Additional information received stated the patient wanted ipp, so the left cylinder spp was removed and replaced with an entire ipp.

Manufacturer narrative:
Correction to previously sent report 2183959-2019-65061.

Event description:
It was reported that the patient experienced urethral perforation on the right side of the ams 700 lgx inflatable penile prosthesis (ipp). The entire ipp system was removed on unknown date and only left cylinder of the spectra concealable penile prosthesis was placed to keep space. Additional information received stated the patient wanted ipp so the left cylinder spp was removed and replaced with an entire ipp.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient who had a perforation with previous inflatable penile prosthesis (ipp) device underwent a replacement procedure of the left side only spectra penile prosthesis (spp) device that was implanted a to keep space allowing patient to heal from that previous procedure. Patient wanted to change his placeholder spp for an ipp. No allegation against spp device.

Manufacturer narrative:
H6 corrected.

Event description:
It was reported that the patient experienced urethral perforation on the right side of the ams 700 lgx inflatable penile prosthesis (ipp). The entire ipp system was removed on unknown date and only left cylinder of the spectra concealable penile prosthesis was placed to keep space. Additional information received stated the patient wanted ipp so the left cylinder spp was removed and replaced with an entire ipp.